Event description:
It was reported that the patient had a suspected extrinsic outflow graft obstruction (eogo) on a computed tomography (CT). The eogo caused stenosis of the outflow graft which reduced pump flow from 4 lpm to 2.5 lpm and temporarily increased pump speed to 5800 rpm. The patient also had symptoms of heart failure and was using dobutamine in the intensive care unit (ICU). Log file review confirmed a gradual decrease in flow. Frequent low flow alarms were recorded. Surgery was performed on (B)(6) 2023, to remove the seroma between the outflow graft and the bend relief. Prior to seroma removal the pump flow was less than 2.5 lpm and after the seroma removal pump flow recovered to 4.5 lpm at 5000 rpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed as no images were submitted for review and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), remains in use. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause could not conclusively be determined through this evaluation, it was reported that flow recovered following removal of a seroma between the outflow graft and bend relief. Additionally, a direct correlation between (B)(6) and the reported shortness of breath and palpitations could not be conclusively determined through this evaluation. The controller event log files captured several transient low flow hazard alarms on (B)(6) 2023. The submitted controller periodic log file captured an overall, gradual decrease in flow between (B)(6) 2023. No other notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 of the IFU "surgical procedures" contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.